Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software did not deliver the ¿correct amount of insulin¿. Customer¿s blood glucose (bg) level was 303 mg/dl with high ketones. Customer addressed bg level with manual injections. Although requested by tandem technical support, the customer did not upload the pump data logs for review. Reportedly, the customer continued using the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.